Manufacturer narrative:
Zoll has not yet received the autopulse lithium ion battery for evaluation. A supplemental report will be filed if and when the product is retuned and investigation has been completed.

Event description:
It was reported that during service check, fully charged autopulse lithium ion battery (sn: (B)(4) was installed into the autopulse platform; however, the autopulse platform does not power on. Green leds were also noted on the multi chemistry charger which indicates the battery is fully charged. No damage was noted on the pins of the multi chemistry charger. Multiple attempts were made to contact the reporter for additional information; however, were unsuccessful. No further information was provided. No known patient consequences reported..